Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the microsensor (ID 826631) could be zeroed normally and with initial csf reading 497 mmhg on (B)(6) 2023. After the procedure was completed, the microsensor could not show any csf readings. Then the physician changed with several icp monitors to connect with the microsensor, the problem was still there. Finally, the physician retrieved the microsensor and stop monitoring.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h6, h10. The icp cable (ID 826631) was returned for evaluation. Failure analysis - the issue of the complaint was not confirmed. No visible damage to the millar sensor or connector. The catheter has multiple mashed areas along catheter body. The icp express read 438. The device passed electronic, noise, linearity/hysteresis and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the damage catheter is to mishandling, which could also have attributed to the performance issues.